Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I anti-hcv reagent lot number 56252be01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot 56252be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Testing included three replicates of positive control and one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix, since alinity I anti-hcv and architect anti-hcv assays are equivalent. The reagent lot 56252be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. All positive control values were well within the specification ranges. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hcv reagent lot number 56252be01.

Event description:
The customer observed false nonreactive alinity I anti-hcv results which suspected by the physician on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial= 0.73 s/co (< 1.00 s/co=nonreactive)) /repeated on another alinity (B)(6) =0.10 s/co /repeated on mindray platform=1.32 s/co /repeated on colloidal gold =positive (no actual results provided) /enzyme method=positive. The customer repeated on alinity (B)(6) for troubleshooting purpose and not used for patient management. There was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity I anti-hcv results which suspected by the physician on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial= 0.73 s/co (< 1.00 s/co=nonreactive)) /repeated on another alinity(B)(6)=0.10 s/co /repeated on mindray platform=1.32 s/co /repeated on colloidal gold =positive (no actual results provided) /enzyme method=positive. The customer repeated on alinity (B)(6) for troubleshooting purpose and not used for patient management. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.